Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have charring and localized melting on the bipolar yaw pulley, near the grip. The instrument passed the electrical continuity test. The complaint was confirmed by failure analysis. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use.

Event description:
It was reported that during central processing, the 8mm maryland bipolar forceps instrument exhibited discoloration of the tip. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: arcing was not observed during the procedure, which was completed robotically. It is unknown what the surgeon believed to be the cause of the thermal damage to the instrument, or if an energy instrument collided with this instrument during the procedure. The patient did not experience any injury or adverse event during or after the surgical procedure.

Event description:
Refer to h11 for follow-up information.